Event description:
A report was received that the patient had an infection at the lead site. The symptom was pus at the site. The physician states the infection was not device or procedure related. The patient underwent an explant procedure. The patient was given antibiotics and is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. Model # sc-1110-02, serial # (B)(4) description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.